Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No allegation of foreign body reaction.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "polyethylene liner exchange for excessive wear and osteolysis" written by kevin m. Terefenko, md, christi j. Sychterz, ms, karl orishimo, ms, and charles a. Engh, sr., md published by the journal of arthroplasty vol. 17 no. 6 2002 accepted 22 december 2001 by publisher was reviewed for MDR reportability. The article's purpose: " to evaluate whether modular component exchange was successful in reducing true polyethylene wear rates and decreasing the growth of osteolytic lesions in these cases." The data was compiled from 10 patients (5 men and 5 women) who received primary thas and had a minimum 5 year clinical and radiographic follow up and received revision operations. Depuy products utilized: aml trispike cups (2), custom porous coated cups without platform names but identified as belonging to depuy (2), triloc cup component (1). All other products utilized where non-depuy for cups. All femoral components wear aml stems with cocr femoral depuy heads. Poly liners were utilized. All cups and stems were found to be well osteointegrated and stayed in tact. Adverse events: osteolytic lesions located femoral and acetabular locations and treated with grafts, poly liner excessive wear with note of debris, heads and liners were exchanged. The article does not provide adequate information to determine exact quantities of products as patients may experience more than one adverse events.